Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right after the successful implant of a leadless implantable pulse generator (ipg), it was noted that impedance and threshold values had increased. The anatomical stability of the leadless ipg was suspected to be compromised since the device was inducing ventricular extrasystoles. The device was explanted and replaced with a new leadless ipg. The patient is a participant in the clinical study. No further patient complications have been reported as a result of this event.